Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap was worn out. The fiber cap was intact and still attached. The fiber cap was drilled through. The fiber cap exhibited char, devitrification, cratering and melted glass. The fiber cap condition would result in tip damage. The joules verified on the fiber card were 5,510 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.

Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached. No pt injury was reported.